Event description:
It was reported that a patient presented to the clinic with an episode of oversensing noise on their right atrial lead, resulting in inappropriate automatic mode switching. No intervention was reported. The patient was asymptomatic and stable throughout.